Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: aneurysm enlargement, endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2017, this patient underwent endovascular treatment for a common iliac artery aneurysm using gore® excluder® aaa endoprostheses. The patient tolerated the procedure. Total 5 stent grafts (1x trunk ipsilateral leg, 2x contralateral legs, 1x iliac branch components and 1x internal iliac component) were implanted. On an unknown date, aneurysm enlargement due to a type ii endoleak was repeatedly observed. As a treatment, the lumber arteries and within the aneurysm were embolized. On a later unknown date, aneurysm enlargement was observed again. On (B)(6) 2025, a reintervention was performed. Vascular replacement surgery was performed from just below the renal arteries to the common iliac arteries. A type ii endoleak from the lumbar arteries, which was not visible on CT, was suspected to cause the aneurysm enlargement. The patient is doing well.